Event description:
It was reported by the customer that a pyxis medstation es system had a drawer was failed to open. The customer reported that the malfunction occurred when user tried to dispense medication to patient, and user was able to retrieve medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the pyxis server was unable to accessed. A field service engineer swapped old legacy drawer with new enhanced cubie drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.